Event description:
I have been using oxysept ultracare contact formula, and I have been repeatedly experiencing what I thought was pink eye. I discontinued use of any make-up for the past two months, but I was still having recurrent issues with my eyes becoming red and irritated with yellow drainage. I had gentamicin on hand which had been prescribed for a previous diagnosis of conjunctivitis, and I would use that until the infection cleared, I would open a new set of contacts, but the infection would inevitably recur. I herd the news report about the complete moistureplus, and checked to see if that was what I was using, and I realized that the solution I had was also manufactured by advanced medical optics, inc and I was concerned that perhaps this solution is also tainted and causing my problems. Route: ophthalmic. Dates of use: late 2008 - 2009. Diagnosis or reason for use: contact lens disinfection. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.